Event description:
A 53-year- old male was admitted with acute mi with cardiogenic shock. An impella cp and rp flex were placed for initial support. The patient was transferred and the cp was removed and a 5.5 was placed for ongoing bipella support. On (B)(6) 2025, the placement signal was hit while escalating care. The device displayed ps appropriately intermittently, so the decision was made to monitor flow, motor and patient aline/swan and not record ps/lv signal. No further information was provided on this case. During impella 5.5 support, placement signal was intermittently lost. Patient support continued without further issue until the patient was weaned from impella support. There were no adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1 brand name, d4 unique device identifier, d4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
Placement signal issue: no logs were returned. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided.